Event description:
It was reported that during the procedure the threads of two closure tops were damaged during the final torquing step. They were removed and replaced with alternate closure tops to complete the case. There was a forty minute surgical delay but no additional patient impacts reported. This is report one of two.

Manufacturer narrative:
The returned closure top was evaluated. Visual inspection revealed that there was no damage to the threading. However, the hex was found to be damaged as well. The alleged device malfunction could not be confirmed, but a device malfunction was confirmed due to the damaged hex. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The failure of hex damage could have been caused by the closure top cross threading and torque being applied at an angle or over-torquing the construct.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00539.

Event description:
It was reported that during the procedure the threads of two closure tops were damaged during the final torqueing step. They were removed and replaced with alternate closure tops to complete the case. There was a forty minute surgical delay but no additional patient impacts reported. This is report one of two.